Event description:
It was reported by service report that during preventative maintenance found that 2 u-bar springs were not working properly. It is unknown if there was patient involvement or if there are adverse consequences to report.